Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer's weight information has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unspecified error alarm. The customer¿s blood glucose level was 144 mg/dl. The customer reported that the insulin pump had unspecified alarm and cannot clear the alarm. The customer was advised to scroll down and hit the middle button to clear the pump alarm. The insulin pump will not be returned for analysis.